Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the loss of capture was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to over torqued inner coil inside the connector region. No other anomalies were noted.

Event description:
Related manufacturer reference number: 2017865-2024-00468. It was reported that the patient presented for a procedure. It was noted that the pacemaker and the right ventricular (rv) lead exhibited high capture threshold. The helix of the rv lead failed to extend as well. The pacemaker and the rv lead was explanted and replaced. There were no patient consequences.